Event description:
The user facility reported a patient was implanted with an impella cp device for mechanical circulatory support and that there were aortic position alarms overnight. The false alarms were due to motor current threshold had no real pulsatility. A new echo confirmed that the catheter had flipped towards mitral and elevated plasma free. It was further reported that the patient had an ischemic lower extremity and the impella cp was removed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.